Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, his infusion set's tubing detached from the connector. Therefore, his blood glucose level was 400 mg/dl at the time of this event. Moreover, the infusion set had been used for approximately 12 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.